Manufacturer narrative:
Block h2: correction: block b5 (describe event or problem): the reported event at an unknown anatomy location happened upon opening the package and not during the use of the device. The device was not used in the patient. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polyps during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, it was found that the clip was opened and upon opening packet, it was discovered that the clip has already deployed from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for polyps during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. The anatomical location of the procedure is unknown. During the procedure, it was found that the clip was opened and upon opening packet, it was discovered that the clip has already deployed from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.